Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. Because sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the patient reporting following a visit with his surgeon, the device was 'blocked' and cannot be removed. He then visited a glaucoma specialist who told him the device was 'too far in'. Two months following initial placement of the device, the patient's intraocular pressure (iop) was 2-3 and he experienced bleeding. His pressure then rose to the mid-teens and was on medications to support the low pressure. Two months ago his pressures were 12 and 9, however because the device is clogged the drops are not working as they should. The patient is further concerned with his macular edema afflicting his eye's retina.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of a micro-stent filtration device, he experienced pain, loss of vision, glare, floaters, decreased vision, pain, failed posterior capsulotomies, and his driving is affected. Additional information was requested.